Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A 3.0mmx20mmx143cm coyote nc (nc quantum apex¿) catheter balloon was advanced for pre-dilatation. However, upon the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with contrast in the lumen. Microscopic inspection revealed numerous pinholes 1mm-3mm distal from the proximal markerband. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device is 20atm. The reported information indicates the device was inflated to 10atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery (sfa). A 3.0mmx20mmx143cm coyote nc (nc quantum apex¿) catheter balloon was advanced for pre-dilatation. However, upon the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.